Event description:
Pump declared altitude alarm 21, causing customer to report an issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer resolved the issue by replacing the cartridge, and pump resumed normal operation. Tips for preventing altitude alarms were provided and acknowledged by the customer.